Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 was spitting clip and several clips were not closing all the way. There was no consequence to the pt.